Event description:
A malfunction on the pump was reported, with the screen going dark and displaying a malf 3 code. There was no adverse impact to the customer's blood glucose level. The customer reverted to using multiple daily injections (mdi) for insulin delivery, while technical support arranged for a replacement pump equipped with updated software to be sent. The customer was instructed on steps to take prior to returning the problematic pump and acknowledged the guidance provided.